Event description:
The patient was undergoing a thrombectomy procedure for a dialysis fistula graft using a penumbra system 5max ace reperfusion catheter. While using an ace catheter, it became fractured and was removed. A new ace catheter was used and it also became fracture. The procedure continued successfully using another manufacturer's devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: (-1) the 5max ace was fractured in the proximal shaft approximately 1.0 cm (under the strain relief), 6.5 cm, 11.0 cm, 14.5 cm, and 16.9 cm from the hub. (-2) the second 5max ace was fractured in the proximal shaft under the strain relief, approximately 0.9 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated both 5max aces were fractured during use. Evaluation of the returned devices confirmed fractures of the proximal shaft. This type of damage typically occurs when a device is improperly handled during use. If the catheter is manipulated within patient anatomy at angles greater than those set in product specification, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00312.